Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of hospitalized high readings. The customer's blood glucose level was 420 mg/dl at the time of the incident. The customer did not report any alarms on the pump. The customer stated that the drive support cap was normal. The customer mentioned bent cannula. The product was not returned for analysis.